Event description:
Additional information stated that the pump stopped and failed to restart. The patient passed away on the night of (B)(6) 2023 due to cardiac arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events while the patient was supported by both the power module and external batteries. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file information appears consistent with a potential phase-to-phase driveline issue; however, a specific cause could not be conclusively determined through this evaluation. In addition, review of the submitted images confirmed superficial damage to the outer jacket. A specific cause for the observed damage could not be conclusively determined through this evaluation. The account submitted images of a portion of the driveline near the controller connector that was missing the outer jacket. No damage was observed to the underlying layer; however, breakdown of the metal braided shield was observed approximately 10 centimeters from the controller connector. Additional x-ray images were submitted showing the internal and external portions of the driveline. No obvious areas of concern were observed. A driveline wire compromise could not be confirmed via the submitted images. The submitted log files captured several transient low speed and pump stop events on (B)(6) 2023,(B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 while the patient was supported by both the power module and external battery power. The pump ultimately stopped on (B)(6) 2023 and did not recover. It was reported that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. B, and patient handbook rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2023 and that these incidents occur when standing up, sitting down and moving his bag. During routine outpatient management there was a period in the log file where the pump was not able to maintain set speed. Log file review confirmed the event. The vad coordinator did not want to reproduce by manipulating the external driveline too much since he was afraid the pump may stop permanently. The driveline was thoroughly inspected and a suspicious area approximately 10 cm after the connector was found. The patient was not a candidate for pump exchange, so a driveline exchange was his only option. Additional pump stops were found in the log file on (B)(6) 2023 at 15:38. The events took place while the patient was connected to battery power. X-rays of the external and internal driveline were performed and were unremarkable. The issue was consistent with a phase to phase short. Pictures of the driveline showed wear and tear in addition to a section missing the silastic jacket.